Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter corporate quality product surveillance an interlink continu-flo solution set in which a disconnection occurred. According to the report, the set disconnected before the medication (cyclophosphamide) began infusing in the nursing floor department/area of the facility. The customer reported about 50ml of the medication spilled out while it was connected to a baxter pvc bag. The primary tubing spike was connected to a hospira chemo safety device (bag spike w/ integrated clave, item 20126-01, lot 80-243-y1; exp 2017-08). The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event related to this event. No additional information is available.